Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the front panel failure, alarm sounding, and errors e03 and e02 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer did not confirm whether the device will be returned, and follow up is being performed to confirm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the high flow insufflation unit, the front panel was not operational when the cavity button was pressed, and the only equipment sound was a ring tone. The event was found at preparation for use, and the therapeutic procedure was cancelled as a result. There was no patient harm associated with this event.